Manufacturer narrative:
On (B)(6) /2019, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, no apparent damage was observed. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-nov-2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with two 800 cc mentor smooth round moderate plus profile (catalog #: 3502800, left serial #: (B)(6), right serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with two 630cc mentor smooth round high profile saline breast implants and suffered left-sided deflation with impaired healing postoperatively. The patient stated that approximately one week after surgery, when the protective pad surrounding her wound was removed, that she felt a tear. The skin continued to open wider, but her physician repeatedly stated that it would heal on its own. Eventually, the patient went to the emergency room, where she was directed to return to her surgeon. She noted that what appears to be a suture near her left areola could not be removed, as it may have been directly attached to the implant itself. Furthermore, the patient reported right-sided capsular contracture, noting a scar tissue buildup as well as significant implant shifting. As a result, the patient underwent bilateral removal and replacement with unspecified devices on (B)(6) 2019. This report is for the right prosthesis.